Event description:
Per the report received from italy, edwards received notification that this patient with a valve model 3300tfx27mm implanted in aortic position underwent re-intervention for a valve-in-valve procedure due to bioprosthesis degeneration leading to stenosis (mean gradient of 43mmhg, max gradient of 80 mmhg, velocity of 4.5 m/sec and valve area/index of 0.95cm2) after an implant duration of six (6) years and seven (7) months. The patient was experiencing symptoms of dyspnea and chest pain before valve replacement. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve in replacement. The patient was in the cardiology unit with discharge planned for the following days. The patient was 58-years-old at the time of implant.

Manufacturer narrative:
H11: additional narrative: the subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.